Event description:
The facility reported an infusion pump with a depleted main battery condition. The failure was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient injury or medical intervention with this device. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported depleted battery condition was confirmed. The main batteries were replaced. The pump was tested for proper operation and the pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.